Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, white calcification in the shell and delamination of the plug strap disk shell. Leak test and microscopic analysis was performed which identified, striated opening on anterior and delamination (<75% partial separation). The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: striated opening assessed, as surgical damage. A delamination partial of the plug strap disk shell (cohesive failure).

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.